Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode has been alleged. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - the patient underwent implant of a bard ventralex hernia mesh to repair a hernia. It is alleged that the patch transected his large bowel requiring several surgeries.

Event description:
Addendum based on additional information provided by patients attorney which included the medical records: on (B)(6) 2013: the patient presented to the hospital with complaints of redness around his umbilical hernia. Patient was diagnosed with an incarcerated umbilical hernia and underwent repair with implant of a bard/davol ventralex mesh. On (B)(6) 2017: the patient underwent a routine colonoscopy with biopsy. Patient was sent to the hospital ER for emergent surgical consultation. Patient complained of mild periumbilical pain without nausea or vomiting. On (B)(6) 2017: the patient was diagnosed with mesh erosion into colon and underwent an open excision of abd wall mesh (ventralex) and partial colon resection with primary closure of colon. On (B)(6) 2017: the patient was diagnosed with an incisional hernia and underwent repair with implant of a non bard/davol ¿progrip¿ mesh (medtronic).

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to document additional information including patient date of birth and weight. Additional information from medical records include implant date on (B)(6) 2013 and explant date on (B)(6) 2017 with patient "diagnosed with mesh erosion into colon and underwent an open excision of abd wall mesh (ventralex) and partial colon resection with primary closure of colon." A sample was not returned for evaluation; however, a review of the manufacturing records was performed and found that the lot was manufactured to specification. With the current information available, no definitive conclusions can be made. Updated fields: age or date of birth, weight, date of event, event, relevant tests/laboratory data, other relevant history, implant date, MFR site, report source, date rec¿d by MFR, PMA/510k and if follow-up, what type. Should additional information be provided a supplemental emdr will be submitted.